Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at times secondary infusions will not flow when using baxter secondary sets with alaris primary sets. Staff reportedly over tightens the connection of the two IV sets as a workaround, but the success of this working is not consistent. The customer also reported occasional leaks from the connection between the secondary male luer and smartsite port. There is no report of patient harm.